Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the device had error - motor encoder/motor stall which was resolved with replacement of the pressure sensors, right iui connector. The display was missing segments, so I replaced the display board. Part of the motor encoder board looked like it was broken, so I replaced the air in line (ail) sensor with a new one. The motor stall error was fixed after that. The pump passed all of it's pm testing. There was no patient involvement.